Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Device evaluation: the force bipolar instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) found the instrument to have a bent grip, causing misalignment of the grips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. The instrument was also found to have damage of the conductor wire¿s insulation at the grip hub. There was material missing and the conduct wires were exposed. While the conductor wire insulation was damaged, the wire was not torn or broken. The instrument passed an electrical continuity test and there were no signs of thermal damage. Additionally, when tested in-house, the instrument passed the recognition and engagement, and released energy on each of the two attempts. Components adjacent to the damaged wire insulation do not show damage. Furthermore, the instrument was found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables and the components surrounding the frayed cable did not exhibit abnormally sharp edges or damage that would have contributed to the cable fraying. Additional information: during follow up with the surgical technician at the bedside during the procedure, through the robotics coordinator, it was learned that the mesh was inserted with a third-party "wave grasper" through a da vinci xi port, but met resistance. The surgeon attempted to assist with bringing the mesh inside the abdomen by grabbing it with the force bipolar forceps and pulling. It was at this time that the surgeon realized he could no longer open the instrument's grips. The instrument release kit (irk) was used successfully, however, the physical damage to the instrument prevented it from being removed through the cannula as the metal piece protruding from behind the jaws continued to get caught at the end of the cannula. The instrument was able to be removed with the cannula simultaneously, but injured the patient causing bleeding from the adipose layer of the port site. Hemostasis was achieved with electrocautery.

Manufacturer narrative:
The product has been returned to intuitive surgical, inc. (Isi) for evaluation but analysis has not yet been completed. Images associated with this reported event were submitted for review. It is confirmed that the proximal end of the force bipolar is sticking out of the instrument. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci assisted ventral hernia repair, the force bipolar instrument jaws were unable to be opened and were stuck inside the patient holding mesh. The instrument release kit (irk) was to release the jaws, but the tip of the instrument with two pieces of metal coming out of each side did not allow the instrument to be removed through the cannula so instead, it was removed with the cannula. Still, the metal scraped the patient's tissue and caused minor tearing when being removed from the patient. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.